Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. During cannulation of the aortic body stent graft, the physician inadvertently deployed both iliac limb stent grafts into the ipsilateral gate. Two balloon expandable stents were placed inside the primary ipsilateral limb to successfully gain full apposition within the ipsilateral gate and the common iliac artery. Another iliac limb stent graft was deployed into the contralateral leg of the aortic body graft. The aneurysm was successfully excluded with no patient sequelae reported.

Manufacturer narrative:
Remains implanted.